Manufacturer narrative:
This was observed on an unspecified date, early (B)(6) 2020. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had a cap that was not attached to the set; the cap was loose in the over pouch. This was observed during set up for peritoneal dialysis therapy. There was no observed damage to the shipping carton or overpouch. There was no patient injury or medical intervention associated with this event. No additional information is available.